Event description:
A "ra" pt became aphasic approx 3 hours after the first column procedure. The pt was hospitalized and heparinized and had another stroke about 24 hours later. The pt had previous history of "pe" in '95; other risk factors for thrombosis were diabetes, hypertension and congestive heart failure. Recurrence of stroke while heparinized indicates that cause may be arteriosclerotic plaques rather than a prosorba related thrombotic event.